Manufacturer narrative:
The customer reported complaint for the platform displaying a fault 08 (motor controller fault detected) error message was confirmed during archive review and initial functional testing. Defective motor controller board was replaced to remedy the fault. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the damaged front enclosure was noted. The front enclosure was replaced to address the damage. The autopulse platform is a reusable device and was manufactured in july 2010 and is 8 years old. It has exceeded its expected service life of 5 years. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. During functional testing, fault 08 error message displayed upon power on the device, thus confirming the reported complaint. Review of the archive data indicated multiple fault 08 error messages on the customer reported event date. Following the repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints for autopulse sn (B)(4).

Event description:
As reported during shift check, the autopulse platform (sn (B)(4)) displayed fault 08 (motor controller fault detected) error message when powered on. The lifeband was replaced; however, the error message could not be cleared. No patient involvement was reported.